Manufacturer narrative:
Device difficult to maintain - customer does not have preventive maintenance contract with miltenyi, the machine is very old, therefore difficult to maintain without routine maintenance. Process evaluation - miltenyi biotec service group has sent the customer a quote for service and is waiting for approval from customer. Service has quote out to customer.

Event description:
The customer received an error message #12 on their clinimacs plus instrument (B)(4)after the sample had been loaded. The operator was not next to the instrument when the error appeared, however, the negative fraction had already been eluted. No fluid/cells had been eluted into the positive fraction. Error 12 reads magnet error - refer to manual. Miltenyi technical service was called immediately and guided the customer through 2 emergency procedures. They were able to rescue cells, therefore no harm was caused to the patient.